Event description:
It was reported that the patient was implanted a zimmer mmc cup 52mm/44mm code j on the left side on (B)(6) 2010. Currently, the patient is being monitored due to loosening.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4)

Manufacturer narrative:
The product was not returned for investigation. No trend identified. The compatibility check was performed and showed that the product combination was approved. The patient received a mmc cup on (B)(6) 2010 and was revised on (B)(6) 2015 due to loosening. Review of surgical report: marked corrosive changes were identified at the femoral neck and the head adapter and neck adapter junction suggesting threading corrosion. The cup could be removed without effort (very easily) indicating a minimal evidence of bone in-growth. Possible causes: aseptic loosening, metallosis - due to deformation of the cup due to bad bone condition. Possible as bone quality is unknown. Due to failure of connection between coating and substrate. Possible, as product was not returned for investigation. Migration of cup leads to loosening, pain -due to surface does not allow bone on-growth; due to bone grows onto ha layer and subsequently the ha layer fails. The product was not returned for investigation. Migration of cup short and long term, loosening due to inadequate planning and surgical technique, use of instruments. Possible as the correct handling of the device is out of the zimmer (B)(4) control. Loosening of implant -due to incomplete seating of the cup and not recognized by the surgeon; due to cup implanted in wrong orientation. Possible as x-rays are not provided. Loosening -due to ha layer becomes loose and prevents stable fixation. Possible as the product was not returned. Nor x-rays were received neither the device. Therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity, medical history, adherence to rehabilitation protocol are unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes are reported in the dfmea which is available for every zimmer mmc cup and are continuously monitored and updated. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) consider this case as closed.

Event description:
It has now been reported, that the patient underwent a revision surgery due to loosening on (B)(6) 2015. This case was reopened on (B)(6) 2015 to enter additional information which was received on july 22, 2015.